Manufacturer narrative:
Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2007; fr99525, tissue valve, implanted: (B)(6) 2009; mcs-p3-26-aoa-us, transcatheter valve, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) went to elective replacement indicator (eri) and mode switched to vvi 65 which caused the patient to feel very fatigued. Capture management increased the output when the mode switch occurred and this caused the battery of the ipg to deplete more quickly than the estimated time frame. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.